Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had multiple echo signals missing. The cause was traced to component failure, as expected, or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: probe is damaged and forceps cover adhesive missing was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blind spot in the ultrasound and had no view. The event occurred during set up / inspection for use. There were no reports of patient harm.